Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin. The caller was not sure if the leakage was from the cannula or the tubing of the infusion set. The customer experienced elevated blood glucose levels.